Manufacturer narrative:
This report is submitted on november 1, 2017.

Event description:
Per the clinic, the patient experienced an infection with purulent discharge over the implant site, resulting in a breakdown of the skin-flap and extrusion of the receiver stimulator. Subsequently, the patient was treated with IV antibiotics for a duration of 3 days, and on (B)(6) 2017, the device was explanted. The patient will be reimplanted once the wound and infection are healed.